Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead had an out of specification analysis result for extension/retraction due to over-retraction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician exercised the helix prior to inserted the right ventricular (rv) lead into the patient. The physician indicated feeling more resistance than usual, but attempted to implant the lead as the helix could be extended and retracted. After repositioning the lead four times, the helix would not longer extend. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.